Event description:
The territory business manager called and states that the frame of the chair on both sides was bent out of box. He states there was no damage to the box. The chair has been in the customers warehouse since july.